Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. In this case, the device was likely not deep enough in the anatomy and therefore not in the vessel but in the sub cutaneous tissue. Therefore, when the suture tightening the knot, the loop pulled out of the tissue and the suture released from the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 11f sheath hole prior to an electrophysiology (ep) ablation interventional procedure. The sutures of the prostyle device were successfully pre-placed. The sheath was upsized to a 13f sheath and the ep ablation procedure was completed. Reportedly, when using pulling the suture and pushing the knot down with the knot pusher, the suture came out of the anatomy with the knot unraveled. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.